Manufacturer narrative:
Submit date: 03/6/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reports the device fed patient too quickly; pump was programmed to feed x amount over 4 hours, but fed that amount over 3 hours. No harm to the patient, no medical intervention required.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of fed patient too quickly. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a CAPA has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.